Manufacturer narrative:
Tandem¿s t:slim user guide indicates that a cartridge alarm can be caused by not following the proper procedure to load the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer did not follow the on-screen instructions when loading the cartridge. However, during the call with tandem's technical support, the customer was able to load a new cartridge successfully after following the pump instructions. There was no impact to the customer's blood glucose level.